Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Two opened and twenty-three representative devices were av ailable for evaluation. Visual inspection of the opened sutures noted two suture threads and two needles, with the sutures removed from the retainer and the needles disengaged. Discoloration and stiffness were also observed near the needle attachment point of the sutures. The representative samples noted varying degrees of discoloration (dark color) and suture stiffness were noted near the ne edle attachment point of the sutures. The representative suture samples were subjected to testing of the needle attachment force at 90° (degrees) of rotation. The results demonstrated lower forces than are typical for 90° attachment forces of this usp size suture. It was reported that when the suture was opened prior to use, the needles were detached. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: cl-923, cl-923 polysorb* 2-0 vio 90cm gs21 x36, (lot # a5d1882y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, pre-operatively, when the suture was opened prior to use, the needle and detached of two sutures detached while being removed from the retainer. There was no patient involvement.

Event description:
According to the reporter, during a cesarean section, while suturing, two sutures from the same lot detached at the needle¿thread junction. After the defective sutures were withdrawn, an empty needle was threaded and used for suturing, and the surgery was completed successfully. There was no patient injury.

Manufacturer narrative:
Additional information: a2, a3a, b3, b5, d9, g3, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.